Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient age, date of birth and weight were not available for reporting. Device is not considered implanted or explanted as device fragments were generated and not removed. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2018, while placing the 3.5 mm cortex screws with a compact drive, the heads of two screws broke. The screws heads were left in the patient bone. There was no surgical delay or patient harm reported. The procedure was completed successfully. (B)(4).